Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 152 mg/dl. The pump alarmed no delivery during manual prime. The customer was able to clear the alarm and insulin exited. The customer called back and stated that he had the same issue. The insulin did not exit during troubleshooting. Troubleshooting was performed. The device was not returned for analysis.